Event description:
A balloon kyphoplasty was performed at t8 and t9 for osteoporotic vertebral compression fractures (vcfs). A post-procedure MRI confirmed a pneumothorax. The pt was treated with a chest tube. The pt recovered and was discharged home.

Manufacturer narrative:
Follow-up conversation with physician reporting event.